Event description:
The customer reported the presence of liquid inside the system solution drawer of the alinity m instrument. The customer reported there was liquid found on the floor. According to the customer, it is vapor barrier (vb) liquid. She mentioned that they had some vb transfer issues recently. The customer is still able to use the instrument. During troubleshooting and clean up, the field service engineer (fse) noted that the reservoir seemed fuller than normal. Based on the reservoir level graph, float sensor was not working properly. The leak was mainly at the bottom of the system solution drawer. However, there was also some liquid on the floor underneath the instrument and approximately 10cm in front of the instrument. Because the feet of the instrument sit on a metal plate and there is one right in the middle of the instrument, most of the liquid was on that plate (where the users do no walk on). However, there was some liquid next to the plate directly on the floor. The quantity amount was minimal. There was no report of injury related to the leak. There was no report of exposure related to the leak. The customer was wearing appropriate personal protective equipment (ppe).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which received FDA approval.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).